Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has white dots. Coupler stopper was loosened. A root cause could not be identified. Based on the results of the investigation, it is likely that wear of the head unit caused the poor image. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor image quality. The issue was found during inspection for use. There were no reports of patient involvement.